Manufacturer narrative:
Upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing and high pacing impedance were noted on the right ventricular (rv) channel. The patient was then seen in-clinic and provocative testing was conducted which reproduced the noise episodes. Then during the surgical procedure, it was noted that the set screw had a loose connection to the rv lead. The connection issue is attributed to use error of not tying the set screw securely during initial implant. The rv lead was disconnected and re-affixed to the header to resolve the event. The patient experienced no consequences.